Manufacturer narrative:
The DHR review shows the module met specifications when it was installed in the system. It was not returned for evaluation rather field service was performed. The technician performed functional checks, and the system met specifications. The reported problem was not duplicated. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. It was reported that there was no patient injury. Surgery was successfully completed. The investigation is complete.

Event description:
The user facility reports that the stellaris system unexpectedly rebooted during surgery, and now the display is frozen. Another system was available at the site and was used to successfully complete the in-progress surgery.